Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. During the evaluation, it was noted the component was undersized in several locations including the knurled surface. Design specifications have been revised to address the reported issue.

Event description:
It was reported that the black handle of the acetabular reamer would not fully engage on the metalwork. It was 1"-2" out of position.